Manufacturer narrative:
H6: investigation summary: bd received 700 samples for the investigation. The customer samples were visually inspected with no issues being identified. 5 customer samples were sent to the chemistry lab for titration testing with no issues being identified. All tubes met specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the customer samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced clotting/micro clots/fibrin clots. This event occurred 12 times. The following information was provided by the initial reporter: the customer stated "blue tubes- are clotting. Over 12 samples today and they were collected by 6 different people. These had been drawn by nurses and phlebes, some from newly-inserted i.v.s and others from peripheral venipunctures. Blue-top tubes of the same lot number (0184336) from other patient care units were not clotted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced clotting/micro clots/fibrin clots. This event occurred 12 times. The following information was provided by the initial reporter: the customer stated "blue tubes- are clotting. Over 12 samples today and they were collected by 6 different people. These had been drawn by nurses and phlebes, some from newly-inserted i.v.s and others from peripheral venipunctures. Blue-top tubes of the same lot number (0184336) from other patient care units were not clotted."